Manufacturer narrative:
The hill-rom tech found the brakes functioning as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are bad (not holding.) The bed was located at the account in materials management. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).